Manufacturer narrative:
This is one of two reports being submitted for this case. Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a right transfemoral tavr procedure with a 29 mm sapien 3 ultra resilia valve, there was difficulty experienced advancing the 29mm commander delivery system and valve through the 16f esheath+ and the valve came out through the seam of the esheath+. The system was removed as a unit without difficulty and a new 29 mm sapien 3 ultra resilia valve was successfully deployed. It was noted that the patient anatomy was very tortuous and calcified.

Manufacturer narrative:
A supplemental MDR is being submitted for device evaluation findings. Sections g6, h2, h3 and conclusions in this section have been updated. H6 codes were added: component code, type of investigation. H6 codes were corrected: investigation findings, investigation conclusions. This is one of two reports submitted for this case. Section h10 was updated with reference to the other report submitted. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. Images of the device were provided. Per review of the device images, it was observed that the esheath liner was torn in the mid to distal shaft region with the crimped valve partially protruding out of the inner sheath lumen. Images of the patient anatomy were provided. The presence of tortuosity and calcification were observed in the patient's right access vessel. The esheath+ was returned for evaluation. The esheath+ was observed to have liner stretching extending approximately 7.8" in length and a liner tear, with the crimped valve protruding through the torn liner. The liner was unexpanded from 4.5" from the strain relief through the end of the shaft with the distal tip unopened. No functional testing was performed due to the nature of the complaint. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. An issue with the esheath not expanding was identified based on product evaluation. Evaluation of the returned device revealed presence of liner stretching. This condition may be associated with variability in the lamination process, specifically during the integration of the ptfe liner with the hdpe shaft. If the hdpe layer adheres too strongly to the etched ptfe liner, it may inhibit proper seam opening, resulting in stretching rather than expansion. Additionally, the patient's right access vessel had presence of calcification and tortuosity, which could impede and/or restrict proper sheath expansion during system passage through challenging anatomy, further contributing to the observed liner stretching. Based on the investigation, this failure mode is attributed to manufacturing process variability related to sheath liner expansion and/or patient factors (calcification, tortuosity) may have contributed to the reported issue with the esheath not expanding. The complaints for resistance and liner puncture were confirmed based on product evaluation. When the liner undergoes stretching in lieu of expansion, as designed, it can contribute to increased resistance during system advancement. Additionally, the presence of a tortuous and calcified right access vessel could create a challenging pathway during delivery system advancement by restricting and/or impeding proper sheath expansion, leading to increased resistance. Calcification can result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. This can lead to the crimped valve catching onto the liner, possibly resulting liner puncture. Available information suggests that patient factors (tortuosity, calcification) and/or manufacturing process variability related to sheath liner expansion may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.